Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced sweating and was unable to self-treat. The ambulance was contacted and the customer was administered glucose intravenously by a health care provider for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced sweating and was unable to self-treat. The ambulance was contacted and the customer was administered glucose intravenously by a health care provider for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Therefore, issue is not confirmed as tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced sweating and was unable to self-treat. The ambulance was contacted and the customer was administered glucose intravenously by a health care provider for treatment. There was no report of death or permanent impairment associated with this event.